Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer returned an a.t.s. 1200 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has not previously repaired/evaluated a.t.s. 1200 tourniquet serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the a.t.s. 1200 tourniquet by medicrea on (B)(6) 2017 revealed there was a leak on the red port. The mounting feet were worn and the battery was old. Repair of the a.t.s. 1200 tourniquet was performed by medicrea on (B)(6) 2017 which included replacement of the battery and mounting feet. The technician resolved the leak on the red port. A.t.s. 1200 tourniquet, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested per zpo (B)(4). The reported event ¿an occluded line alarm was continuously turned on when the desired pressured was maintained¿ was non-verifiable since there were no issues with the clippard valve. CAPA (B)(4) notes that the clippard valve within these devices could cause a false line occlusions error due to a supplier changing the material composition of the valve core on the clippard valve, causing the valve to not consistently close within a 12ms timeframe and is scoped to include all a.t.s 1200 and a.t.s 2200 devices. However, since there were no issues with the clippard valves a specific root cause of the reported line occlusion errors cannot be determined based on the information provided. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 1200 tourniquet, serial number (b)(), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that an occluded line alarm is continuously turned on even when the desired pressure is maintained. During initial inspection of the returned device, it was revealed that there was a leak on the red port. No adverse events were reported as a result of this malfunction.